Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the clinical procedure was completed as planned by using another system. The philips field service engineer (fse) inspected the system on site and confirmed that the communication failures with the arch. Upon troubleshooting, the fse identified that the air conditioning was outside the philips specified limits, with elevated temperature. To resolve the issue, the temperature and humidity meters were installed in both the technical room and the examination room. After which, the system was returned to good working order. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to communicate with the c-arm, preventing geometry movements. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.